Event description:
It was reported that post an atrial flutter ablation procedure, the pt developed a burn. During the procedure 2 unk catheters were introduced via the femoral vein and one non-sjm grounding pad was applied at the left antero external face of the thigh. During ablation the pt complained about pain; however, no issues were noted. Approx (B)(6) month(s) later, a follow up visit occurred and a deep burn was noted where the pad had been applied. The burn was treated with a skin graft. No further complications were reported. Additional info was requested and is not available.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from the review, a supplemental medwatch will be filed.